Event description:
A "wait 60 minutes" error message was reported with the adc device and the customer was unable to obtain readings. The customer experienced symptoms described as blurry vision, fatigue, dehydration, and frequent urination. The customer self-presented at an emergency where they were treated with fluids and insulin (type/dose unknown). No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.